Event description:
The customer reported that the pt was being monitored by the bedside monitor. The leadwires from the ECG cable had come off and a "leads off" inop was indicated. This condition was noted by a staff member as seen from a strip saved from the wave review feature of the central station. The "leads off" inop was not corrected.